Event description:
Related manufacturer report number: 2017865-2024-01638. It was reported that the patient presented for elective replacement. During the procedure, the right ventricular (rv) lead was stuck to the header of the pacemaker. The rv lead was cut and capped. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the ventricular setscrew could not be loosened to remove the lead was confirmed. Analysis revealed that calcified blood was filling the v-setscrew inset. The calcified blood was preventing the wrench from entering and engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. In this case the wrench was just turning around the top of the inset without going down far enough to engage it. For lab testing the calcified blood was removed out of the setscrew inset. A wrench then could be fully inserted into the inset. The setscrew could be untightened normally, and the stuck lead removed out of the connector. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant.